Event description:
It was reported that the pain was related to the presence of the device and the surgery was for patient comfort at the patient's request. There was no suspect malfunction as the device was performing as intended. The patient underwent generator replacement; however, the explanting facility discarded the explanted device.

Event description:
It was reported that the patient was scheduled for vns explant due to various levels of pain at the generator site. It was reported that the patient did not resolve with device setting adjustments; therefore the patient requested that the vns be removed. No known surgical interventions have occurred to date.